Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needlestick also reported sensor didn't come out of the inserter. The customer reported needle stick. The event involved product(s) mmt-5120b. Troubleshooting was performed for the inserter issue and informed customer about product replacement policy. No harm requiring medical intervention was reported. Mmt-5120b was requested and customer response was the device will be returned.

Manufacturer narrative:
Received the following, received one sensor and/or serter in used condition and in its in its disabled state. The product is in this state and the needle has retracted into the serter body, one simplera sensor returned, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), and passed per specification. Inspected the sensor for any physical damaged on the casing and sensor flex and found the sensor flex with no physical damaged found. Due to the serter was received in its disabled state a failed retraction, the complaint does not apply. Then, proceeded to disassemble the serter using the roland cnc-machine (mdx-50), to identify whether the plunger and frame could be separated using disassembly instructions. The frame pushes out of the plunger automatically due to the insertion spring force and the removal of the plunger stop during drilling, no anomalies during procedure. Then identify whether the frame and sensor carrier could be separated using the disassembly instructions. The sensor carrier fell out of the frame under its own weight after the sensor carrier is pushed out of the frame holder, needle retractor was able to be retracted using the sensor carrier tab, and when it was readjusting the sensor carrier tab the needle retractor there was friction issues to enter the sensor carrier tab preventing retraction. Using the sciencescope macroscope (cc-sfebt-4k-af) inspected the plunger, retainer, frame, and sensor carrier/snaps for physical damage and none was found. Inspected the sensor carrier snaps to have no damage. Inspected the insertion needle and found the needle retractor shoulders for any physical damage and found indentation on the retractor shoulders. Then inspected the insertion needle for hooks, dull or blunt point and none was found. In conclusion: the customer complaint of serter not deploying the sensor (hard to actuate) to be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.